Manufacturer narrative:
Conclusion: no conclusion can be drawn the complaint was reviewed. The product was not returned.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. Although several attempts have been made, no medwatch 3500a has been received from the user facility. Attempts are being made to find the original surgery date. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00319.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Product not returned.

Event description:
Allegedly revised due to patient never felt great and concern over metal ions. Revision occurred and there were no visable signs of metal wear.

Manufacturer narrative:
(B)(4).